Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected audio/vibrate anomaly /absence of alarm. No unexpected low battery alarm anomalies noted. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error and buttons had to be pushed multiple times. Customer stated that the insulin pump had no delivery alarm and right side of screen was crack and reservoir cartridge was loose and not secure and insulin squirt out of infusion set instead of priming. Customer stated that the insulin pump had diminished battery life and less than 7 days battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.